Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Before the procedure began a baseline effusion was noted at a size of 6mm. The 21mm closure device was positioned and deployed in the laa. This device lacked compression and it had landed too proximal. The device was recaptured and removed from the patient. The pericardial effusion remained the same size throughout the use of the 21mm closure device. A 24mm closure device was prepared and then positioned in the laa. This device was deployed in the laa of the patient. At this time it was noted that the effusion had grown to a size of 9mm. The patient remained stable and the effusion stayed the same size of 9mm. No intervention or treatment for this effusion was performed. The 24mm closure device met release criteria and was successfully implanted in the laa. The patient remained fine and was discharged as planned the next day.